Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D10. Concomitant medical products tsv4b10, imp,tsv,4.1mm,sbm,10 lot 1231105 and tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot 1233338. H6: event problem codes ¿ patient code: 1690 abscess, 2330 discomfort, 1932 inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The patient attended mobility and discomfort in the prosthetic restoration. An x-ray was taken which showed bone loss in the entire peri-implant area and was removed. Procedure not completed. Patient presented abscess, pain and inflammation. Tooth site 16, 25 and 23.